Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol), the patient presented with posterior capsular opacification (pco) in the right eye during a post-operative exam. The patient experienced temporarily impaired vision, with blurry near and far vision. A yag (yttrium aluminum garnet) procedure was performed, but the patient remained dissatisfied due to a hyperopic outcome. Best corrected visual acuity (bscva) from 20/70+2 pre-operatively and bscva 20/40-2 post-operatively. An explant of the lens is planned, but has not yet occurred. No other information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.